Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient revised for patella that was not resurfaced originally and was slipping. The tibial insert was also revised.